Event description:
Hosp advised that the rate was set at 15ml/hr and that 115ml/hr infused in one hour. Hosp has stated that "they are monitoring the pt to ensure there were no long term effects on the pt.